Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples were under water pressure tested with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from two (2) continuous ambulatory peritoneal dialysis disconnect y-sets. This occurred during peritoneal dialysis therapy, at night. The leaks were from the lines. There was no patient injury or medical intervention associated with this event. No additional information is available.